Manufacturer narrative:
Outcome of olympus keymed investigation: the customer fitted an unauthorised replacement mains lead to a workstation. The wall connection plug of this lead was inadequate for the task and failed with an internal electrical discharge between the live and earth connections. The power was lost to the olympus transformer and the remainder of the equipment mounted on, and supplied by, the workstation stopped functioning through lack of power. No one was injured or harmed following the event. This will be the final follow up report, however if any new information is provided the case will be re-opened and investigated further. Fault caused by non olympus product.

Event description:
(B)(6) 2019 the plug that exploded was identified by the hospital as one that they had supplied not olympus. The monitor went blank mid procedure, also the power button on the workstation was 'out'. The procedure was completed with another stack system and the patient was unharmed. The medical physics department took the faulty stack out of the room and plugged it into the mains which is when the nurse heard a bang and the plug exploded. The mains lead was blue. It was also noted that the plug was cut open by the field service engineer to extract the burnt contacts. It wasn't blown open when the plug went bang as the photos suggest.